Manufacturer narrative:
No root cause could be established. Based on the available information, a causal relationship between the coopervision device and the incident has not been confirmed; however, the device cannot be definitively excluded as a potential causal or contributory factor. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was reported to the manufacturer by the patient, and limited information has been made available. According to the details provided, the patient reported seeking medical attention following contact lens use and was informed that she had a corneal ulcer in the left eye, confirmed by an unspecified eye care professional. Good faith efforts have been made to obtain more information without success. As of the date of this report, additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged ulcer with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some corneal ulcers. Should further information become available, a follow-up report will be submitted as appropriate.